Event description:
The contact stated that the customer received a reading of 70 mg/dl and then a reading of 20 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not alleged any adverse events due to the readings. The customer will upgrade to a contour meter, and no product will be returned for evaluation.